Manufacturer narrative:
Field service confirmed the error and inspected the instrument for kinks, disconnections and blockage. There was evidence of debris build up at the wash syringe shafts and non-functioning solenoid valves. Replacement of the valves restored fluid flow. Field service validated the instrument by running quality control material. Control results qc results are within published ranges. Analyzer is operating properly per manufacturer specifications and returned to service. (B)(4). The aia-2000 operator¿s manual appendix 4: error messages states the following. [2242] b/f probe 4 purge failure cause : the overflow sensor failed to detect liquid even after the washer was purged. Solution : air may be trapped in the washer tubing. Purge any remaining air by performing the priming operation and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. The probable cause of the reported event is due a failed 2-way solenoid valve.

Event description:
A customer called to report error message 2242, bf probe 4 purge failure on the aia-2000 st analyzer. Customer states there is no wash coming through bf probe 4. Field service was dispatched to address the reported issue which resulted in a delay of patient results for follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The 2-way solenoid valve was returned to tosoh instrument service center for investigation. Functional testing did not confirm the reported bf probe purge failure was due to failure of the 2 way solenoid valve. Tosoh instrument service center also received failed bush wash syringe for evaluation; visual inspection confirmed wear problems causing component failure. The most probable cause of the reported bf probe purge failure is due to component failure of the bush wash syringe.